Event description:
The customer reported that the ccd camera failed on the system. No pt injury was reported.

Manufacturer narrative:
The MDR is related to ge healthcare. The ge service rep replaced the c-arm. The system operates as intended.